Event description:
It was reported that the usb cable no longer charged the pump. There was no reported impact to the customer's blood glucose level. Customer was able to successfully charge the pump with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.